Manufacturer narrative:
The pump has been received by baxter. However, an eval has not yet been completed. A follow-up report will be submitted when the eval is finished.

Event description:
The facility rep reported a pump that "infused too fast." This event occurred during pt use. No pt injury or medical intervention was reported. No additional info is available.